Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, the cable connecting ECG c to ECG d was pulled from the strain relief, and the cable connecting ECG a and ECG b to the front therapy electrode was severed and missing. The cause of the failure was the damaged cables. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to run detect and treat testing.